Manufacturer narrative:
The customer reported a falsely decreased wbc result on one patient generated on the cell-dyn ruby analyzer. The customer performed a cleaning of the shear valve and an auto clean procedure before contacting abbott support. Abbott support instructed the customer to run a background, check that the wbc syringe is seated correctly, empty and fill the optical flow cell, replace the peristaltic pump tubing, clean shear valve and flush the flow cell. After troubleshooting customer reported that qc results were within specification and there was no issue. A review of complaints received for this issue did not identify any additional complaints or trends. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the cell-dyn ruby, serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported a falsely decreased wbc result on one patient generated on the cell dyn ruby analyzer. The patient wbc results were: on (B)(6) 2018 initial wbc = 1.0 / the corrected wbc count was within the normal range (no value given). There was no reported impact to patient management.